Event description:
Pt underwent closure procedure and foam sclerotherapy for vein ablation. Approximately one month post procedure, pt experienced chest pain and shortness of breath. Vq scan and chest x-ray confirmed pulmonary embolism (pe). Pt prescribed lovenox and coumadin.